Event description:
It was reported that a clearlink fenwal blood set had a hole in the tubing. The hole was located at the distal end of the tubing, where it connects to the filter chamber. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The sample has been received for evaluation. A visual inspection identified that the sample has a hole/tear in the tubing at the filter housing outlet port. When the set was flushed with water (leak tested) the hole leaked. The reported condition was confirmed during the initial evaluation. If additional relevant information becomes available, a follow up report will be submitted.